Event description:
It was reported that this implanted lead was configured for left bundle branch pacing (lbbp) and connected to the atrial port of the associated cardiac resynchronization therapy defibrillator (crtd). Lead pacing impedance had remained stable at approximately 500 ohms before increasing abruptly to 1,675 ohms and subsequently to greater than 2,100 ohms. Concurrently, lead noise, oversensing, and loss of capture were observed. Oversensing was evident on both the most recent presenting electrogram and a previously recorded electrogram. Boston scientific (bsc) technical services (ts) was consulted and recommended programming the device to vvir mode, increasing right ventricular (rv) pacing output, and verifying left ventricular (lv) capture. The physician was to be notified of the clinical findings for further evaluation and management. At the time of the report, the system remained in service, and no adverse patient effects had been reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.